Manufacturer narrative:
A review of the device history record (DHR) was performed on the batch and no issues or discrepancies were found; the batch met all required specification. No similar complaints were found in the same batch. Although physical analysis was not possible due to device disposal, the stuck in stent event is confirmed based on the initial event description. The atlantis sr pro2 product labels contain dimensions of the catheter tip as well as the following warnings in the dfu: "do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip of separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, investigations of this type of event are likely caused by anatomical and procedural factors encountered during the procedure; therefore, the cause of this event is being classified as operational context. The MFR will continue to monitor complaint trends for this product.

Event description:
It was reported that during a percutaneous coronary intervention, an imaging catheter became stuck with a stent. The lesion being treated was moderately tortuous with mild calcification in the right coronary artery (rca). A guide catheter and guidewire were used to access the lesion without any difficulties. The lesion was pre-dilated with a balloon catheter and followed by deployment of four stents. The stents fully covered the rca. Post-dilation of the stent(s) was performed with a balloon catheter; however, the stent(s) did not fully expand. When the physician advanced the intravascular ultrasound (ivus) catheter to rca distal to perform post ivus, the guidewire exit port became stuck with a stent. The physician advanced a guide catheter to push the ivus catheter; allowing successful release of the imaging catheter from the stent. The pt was reported to be in good condition.